Event description:
The instrument gave incorrect low total bilirubin results of 3.9 mg/dl and 0.5 mg/dl when the actual value should have been 27.0 mg/dl. The field service representative repaired the instrument by replacing the sample probes.